Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician follow up with the customer who stated that she had mastitis but was treated with antibiotics. The customer also stated that the replaced pump is working fantastic. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wamback, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she was not able to empty her breast, but the suction is good on the pump in style breast pump. The customer also stated that she was engorged.